Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). As a result of the evaluation, the following was confirmed. -the watertightness of the venting connector of the light guide connector was not maintained. -the insertion tube was wrinkled due to an external factor. -the angulation was insufficient due to the stretch of the angle wire. -the endo-therapy accessory and cleaning brush could not be smoothly inserted into the instrument channel. -the insertion tube, universal cord and bending tube were crushed due to external factors. -the adhesive of the bending section rubber was chipped. -the grip unit was damaged due to an external factor. -the grip unit, light guide connector, control section, eyepiece, angulation control lever, up / down plate, and universal cord were scratched by external factors. -the color code of the grip unit was dropped due to an external factor. -the manufacturing label was peeled off. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by stress due to use, or by external factors or handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion tube greater than 1x1 square millimeter was peeled off. There was no report of patient injury associated with the event.